Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was problem with temperature measurement/control in an arctic sun device. Per follow up information received via email on 20feb2025, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The device is fully functional and was simply operated incorrectly by the user. The arctic sun 5000 was evaluated onsite. No error code observed. The machine does not have a fault. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Initial reporter phone number: (B)(6). Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was problem with temperature measurement/control in an arctic sun device. Per follow up information received via email on 20feb2025, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.